Event description:
It was reported that a right ventricular lead experienced low pacing impedance issues and a failure to sense during implant on (B)(6) 2021. The lead was replaced with a new one, and the procedure was completed successfully. The patient was reported to have suffered no consequences.